Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 558 mg/dl. The customer changed the set and treated with the pump. The customer also reported no delivery alarm. The customer reported event to be resolved by complete set change. Customer declined to troubleshoot for high readings. The product was not returned for analysis.

Manufacturer narrative:
Evaluated five opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion reservoirs not occluded.